Event description:
It was reported that the patient was admitted to the hospital with shortness of breath and chest pain. It was further reported that the right atrial (ra) lead exhibited high thresholds, no capture at the maximum output, and intermittent undersensing. An anticipated lead revision was reported and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).